Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection reported no faults. The functional confirmed the hand piece was not locking up establishing a relationship between the device and the reported event. The root cause was identified as corrosion/debris on the interlock. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that when trying to use the device the key to the hand piece does not turn on right, tried with several hand pieces. There was no patient involvement.